Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implanting physician noted that the tubing on the 24 cm pre-connect device 'was a bit long.' The physician indicated he felt it was a little too long for the patient that he implanted last week. He was able to tack the tubing posterior as to avoid the tubing from bunching up or protruding in the scrotum.